Manufacturer narrative:
The device was returned to olympus for inspection. Corrected field: h6, b5, the brush stuck in scope was inadvertently reported in the previous report as not likely to cause or contribute to death or serious injury if it were to recur. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: from what I am aware off, this was done in the cleaning room nothing to do with the procedure or a patient. It was observed during the device evaluation that the channel mount unit of the ultrasound gastrovideoscope contained foreign objects. No patient involvement was reported.

Event description:
It was reported that the ultrasound gastrovideoscope had a brush stuck in it. This issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign objects were found in the channel mount unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.